Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device did not set eri/rrt while implanted. Review of save to disk data showed an explained voltage drop beginning on (B)(6). 2024 while the device was still implanted. This correlates with the device having multiple episodes and delivering a large quantity of shocks. The device had 1,243.5 seconds of charge time during this period. Released product engineering (rpe) assessed the ventricular arrhythmia events that occurred on (B)(6)2024 between (B)(4). The arrhythmia logbook shows the patient had two vf episodes appropriately treated by the device with shock therapy and many non-sustained episodes within the 4-minute timeframe. While there is some rv undersensing observed, at times the morphology and rate of the rhythm did not meet the programmed detection parameters of the device. Rv undersensing is a common and known phenomenon in the dying heart and there is no evidence of lead malfunction, as evidenced by normal device and rv lead measurements and trends. The patients heart rhythm was noted to be agonal at times, the vf deteriorated fast from coarse to fine waves, and the patient subsequently passed away. Based on the information provided in the event of rv undersensing and subsequent death are unlikely related to the integrity of the device or lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an electrical storm that started as polymorphic ventricular fibrillation (vf) with some successful therapies. The final arrythmia was vf with a lot of right ventricular (rv) lead undersensing. The cardiac resynchronization therapy defibrillator (crt-d) therapies were delayed and there were multiple non-sustained ventricular tachycardia (vt) episodes recorded that were actually vf. It was noted that the crt-d did not meet detection during the non-sustained vt episodes. The patient died as a result of the vf episode.

Manufacturer narrative:
Continuation of d10: 4598 lead implant date:(B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.